Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was any issue encountered with device during initial procedure? What color cartridges were used during course of procedure? How was the bleeding identified? What was done to control the bleeding post-operatively? Were any blood products used? Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? What is the current patient status?

Event description:
It was reported that post-operative after a gastric bypass performed on (B)(6) 2018. The patient was brought back to the operating room on (B)(6) 2018 for laparoscopic control of bleeding on the staple line and the placement of a blake drain.